Manufacturer narrative:
Results of investigation: vyaire medical findings indicated that the root cause of failure is luninox sensor output drifted over time due to a photo-bleaching. This is mainly caused by aging effects based on the implementation, how the current bellavista software is reading-out the measurement values from the sensor (sensor handling). Software version v6.0.1700.0 combined with a calibration of the photonic o2 sensor is resolving this issue. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and performed a phototonic sensor calibration due to the fact that it was missing that calibration. Also went into calibration assist and performed an o2 (oxygen) cell calibration. Tested the unit at 100% and 21% for oxygen for 15 minutes each. Ovp (operational verification procedure) was performed and the unit checked out okay. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us have been upgraded but still giving 02 (oxygen) issues. At this time, there is no information regarding patient involvement.